Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thorascopy procedure, doctor placed the reload into thoracic cavity, while preparing to cut off the bronchial tube, the device did not fire. Surgeon was able to press the green button but was not able to squeezed the handle. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position and the reload was loaded into a pmv representative instrument for functional testing. The interlock was overridden and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of lock ring out of position that has no relationship to the reported condition. Replication of the lock ring out of position condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may occur. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.